Manufacturer narrative:
The reported observation of ¿connection problem¿ was confirmed. The analysis results concluded the inability to establish communication between the programmer and the implantable pulse generator (ipg) was due to the device entering the service application state. The root cause of the device entering the service application state was due to the patient¿s procedure. The associated report of ¿high impedance¿ was not confirmed. The device exhibited normal characteristics as related to the impedance issue. Per the clinicians manual: arten600144297 rev. A - under warnings - there is sufficient documentation concerning the use of use short-wave diathermy, microwave diathermy, or therapeutic ultrasound diathermy (all now referred to as diathermy) on patients implanted with a neurostimulation system, and medical procedures (such as therapeutic radiation and electromagnetic lithotripsy). Per the clinicians manual electrosurgery. To avoid harming the patient or damaging the neurostimulation system, do not use monopolar electrosurgery devices on patients with implanted neurostimulation systems. Before using an electrosurgery device, place the device in surgery mode using the patient controller app or clinician programmer app. Confirm the neurostimulation system is functioning correctly after the procedure. The DHR review confirmed that device met manufacturing requirements prior to shipment per applicable procedures and no reworks on unit. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported during an elective ipg replacement the manufacturer representative was unable to connect to the ipg after the pocket was closed. The representative was able to connect to the ipg prior to the surgery. Electrocautery was not used after the ipg was implanted. Troubleshooting was attempted to no avail. A new ipg was opened and used to complete the case.